Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope image is dark and noisy. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed and the investigation found: light guide lens is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - cause of the dirty lens was not established - the image guide bundle has significant breakages, which lead to poor quality image should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.